Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer(fse) states onsite, verified nothing unusual in the logs, no power failures found. Pump was left on for two hours, 1 hour each battery. No shut off occurred during pump cycles. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) had a battery failure. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.